Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. The explanted devices will not be returned as per hospital policy. No device malfunction was suspected.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2015. Explant date: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15713714/15998903.